Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor 07008065: 06/2010 - reuse. Electrode belt 59053617: 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(6) ((B)(6) per pt-month with (B)(6) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, (B)(4).

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial flutter at 148 bpm contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. The pt called 911 and the paramedics responded. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hos following the event and will continue wearing the lifevest.